Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, in ICU, during insertion, the doctor found ars leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, in ICU, during insertion, the doctor found ars leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened acute hemodialysis kit for analysis. Signs of use in the form of biological material were observed inside the ars. Visual analysis revealed no obvious defects or anomalies. The ars was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The returned 18ga introducer needle was attached to the ars, and the ars was able to draw and aspirate water with and without the introducer needle. The returned guide wire was then inserted through the ars/introducer needle subassembly. Resistance was encountered due to a build-up of dried biological material. Once the biological material was cleared, the guide wire passed with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". During passage of the guide wire into the ars/needle, kinking formed on the guide wire. This kinking was not present prior to functional testing being performed. The module requirement document for raulerson syringes (amrq-000113 rev06) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and there was one relevant finding. A non-conformance was initiated for material snz-14703-002, batch 71c23a0846 in regard to "ars damaged/defective". This finding was reviewed, and the failure involved can contribute to leaking of the ars; however, this damage is not observed on the returned sample. The IFU provided with the kit (s-12122-109b rev01) informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a leaking ars could not be confirmed through investigation of the returned sample. The ars passed all relevant functional and additional testing. Therefore, based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "(B)(6) 2025, in ICU, during insertion, the doctor found ars leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".